Event description:
User experienced a large amount of water leaking from the analyzer onto the floor. No patient results were affected, and no one was harmed. The field service representative determined the cause to be due to the overflow sensor and defective float switch. He cleaned the sensor and replaced the float switch. Performance tests were performed, and within specification.